Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported a no delivery alarm during a manual prime. Customer's blood glucose was over 300 mg/dl. Customer was assisted with clearing the alarm. Troubleshooting resolved the issue with a reservoir change. It was also found the reservoir was occluded. No additional information provided.